Manufacturer narrative:
Investigation into this event found that the biased qc result was flagged during a review of historical control charts. The lot is no longer in use, and further investigation is not possible. The root cause of the event is unk.

Event description:
A customer observed a negatively biased trop I qc result on the eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.